Manufacturer narrative:
Physio-control contacted the customer about the status of the device. It was confirmed that the device had not been repaired and the customer placed the device back in service for use. The device was not evaluated by physio-control. The customer's device was recently reported to physio-control for the same reported issue and reported on medwatch MFR report # 3015876-2017-01350. The customer reported to physio-control that the device was repaired by a third party service provider. Physio-control contacted the third party repair service that evaluated the customer's device. The device was opened and it was observed that wire harness connector, designator w20 (biphasic to therapy pcb flex cable), was disconnected from its mating connector, which caused the reported issue. No damage was observed to the locking connector of the flex cable assembly. After reconnecting w20, the service log was cleared and proper operation was observed through functional and performances testing. The device was returned to the customer for use. The device was not returned to physio-control for an evaluation.  The customer submitted a voluntary medwatch report to the FDA mw5072482.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when attempting to deliver defibrillation therapy, their device will begin to charge however, it will not stop the charging process or it will deliver the wrong defibrillation energy. The service indicator is illuminated on their device and it will not pass the user test. There was no patient use associated with the reported event.